Manufacturer narrative:
Device return requested. There are no previous complaints on this device. The complaint will be reopened and updated in the event the device involved or additional information becomes available. A follow-up MDR will be submitted in the event additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).

Event description:
On 10/10/2024, znyo medical received a report from a customer reporting they were getting occlusion alarms on the pump. No patient harm/injury reported.

Manufacturer narrative:
After consultation with the vp of medical affairs, during our MDR safety review meeting on october 31, 2024, it was determined that events involving a constant occlusion alarm when no occlusion exists are not reportable. The severity of this failure is 1 - inconvenience or temporary discomfort. Our evaluation concluded that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. Therefore, this event is not reportable. Reference to complaint#: (B)(4).